Manufacturer narrative:
A visual examination of the returned device was performed and no anomalies were found. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The complaint was not confirmed; the returned device was within specifications. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the stomach during a hemostasis procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the injection gold probe suddenly failed to cauterize when the foot pedal was pressed while treating the patient for gastric bleeding. There were no visible damages to the device or its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: probe fails to deliver energy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the stomach during a hemostasis procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the injection gold probe suddenly failed to cauterize when the foot pedal was pressed while treating the patient for gastric bleeding. There were no visible damages to the device or its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.